Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy after 2 initial firings of the device which were slowed but complete in firing, as would occur over thick tissue, the 3rd firing of an with a reload stopped at about 10mm of progress. After allowing the tissue to compress for about 20 seconds, the surgeon attempted to complete the firing, but the handle immediately locked out and was unable to make any further progress. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient&#38112;cavity. There was no device fragment left in patient's cavity. To correct this condition: a manual egiauxl was issued and successfully used to complete the resection. Post-op diagnosis: alive/stable.